Event description:
It was reported that removal difficulties were encountered. The physician was trying to access the left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was selected for use. The physician inserted a 0.014 non-boston scientific guidewire into the balloon tip and advanced the guidewire past the balloon. However, the guidewire cannot pass the bi-segment section of the catheter. At one point, with very minimal pressure, the guidewire went in and could not come back out without exerting pulling force. The balloon was not in the patient as it could not be advanced past as only the back end of the wire goes in, through the balloon and then gets caught at the bi-segment inner lumen. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon was tightly folded. There was blood in the inflation lumen and the guidewire lumen. At 3mm distal to the bicomponent weld of the device, for a length of 1mm, the guidewire lumen was punctured, buckled, and prolapsed. There is no indication that the reported complaint is related to the manufacturing process but more so to the preparation of the device prior to use in the patient consistent to handling of the device. Photo media shows the distal portion of the device with a wire inserted; however, the length of guidewire insertion is not confirmed nor is there damage depicted in the photo to confirm the reported events. Product analysis confirmed the reported events as the guidewire lumen was buckled, punctured, and prolapsed. The prolapsed lumen and buckled lumen would prevent the guidewire from advancing without causing more damage and can cause removal resistance. The damages to the device are most likely caused from preparation and an interaction with a guidewire.

Event description:
It was reported that removal difficulties were encountered. The physician was trying to access the left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was selected for use. The physician inserted a 0.014 non-boston scientific guidewire into the balloon tip and advanced the guidewire past the balloon. However, the guidewire cannot pass the bi-segment section of the catheter. At one point, with very minimal pressure, the guidewire went in and could not come back out without exerting pulling force. The balloon was not in the patient as it could not be advanced past as only the back end of the wire goes in, through the balloon and then gets caught at the bi-segment inner lumen. The procedure was completed using an alternate device. No patient complications were reported.